Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue of no discharge was not duplicated. The device was bench tested, and multiple 30j test was performed and passed successfully with no discrepancies occurring. Based on the log review, the user was not in the correct mode or energy setting to initiate a 30j test until the proper setting was completed. The log indicates that the unit operated as intended; therefore, this investigation will be concluded as the device meets the specification. No emerging trend based on similar reports.